Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to an unknown reason 5 months post implant. Due to the short implant time, reasonable evidence suggests this lead exhibited a malfunction in which surgical intervention was necessary. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead remains implanted, however is out of service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this device system was taken out of service due to infection. No additional adverse patient effects were reported.